Manufacturer narrative:
Manufacturer¿s ref. No.: (B)(4). The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
(B)(4). Concomitant med products: 6f sofia¿ plus 131 cm intermediate catheter (microvention). The healthcare professional reported that during the procedure to treat a large vessel occlusion (lvo) on the m1 segment of the middle cerebral artery (mca), the 5 x 33 embotrap ii revascularization device (et009533 / 18e152av) was delivered and positioned at the target site without any issue. The physician removed the rebar¿ .027 microcatheter (medtronic) and immediately upon retraction of the embotrap device, it became ¿stuck¿ in the vessel and would not pull back into the 6f sofia¿ plus 131 cm intermediate catheter (microvention). The physician attempted to advance the intermediate catheter over the embotrap device without success; the physician then increased the force of retraction on the embotrap device until it pulled back into the intermediate catheter. It was reported that the physician felt the force needed to retract the embotrap device was excessive. The embotrap device was inspected and it was confirmed the clot was captured on its first pass and an acceptable tici score of 2b was achieved. There was no patient consequence, adverse event, or procedural delay because of the reported issue. The procedure was successfully completed. The embotrap revascularization device is not available to be returned for evaluation and analysis. Based on complaint information, the device was not available to be returned for analysis. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. A review of manufacturing documentation associated with this lot (18e152av) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. With the limited information provided in the complaint and without the embotrap ii revascularization product available to be returned for evaluation and analysis, the reported customer complaint could not be confirmed. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the return of the complaint sample; however, it is possible that clinical and procedural factors, including device manipulation/interaction may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during the procedure to treat a large vessel occlusion (lvo) on the m1 segment of the middle cerebral artery (mca), the 5 x 33 embotrap ii revascularization device (et009533 / 18e152av) was delivered and positioned at the target site without any issue. The physician removed the rebar¿ .027 microcatheter (medtronic) and immediately upon retraction of the embotrap device, it became ¿stuck¿ in the vessel and would not pull back into the 6f sofia¿ plus 131 cm intermediate catheter (microvention). The physician attempted to advance the intermediate catheter over the embotrap device without success; the physician then increased the force of retraction on the embotrap device until it pulled back into the intermediate catheter. It was reported that the physician felt the force needed to retract the embotrap device was excessive. The embotrap device was inspected and it was confirmed the clot was captured on its first pass and an acceptable tici score of 2b was achieved. There was no patient consequence, adverse event, or procedural delay because of the reported issue. The procedure was successfully completed.